Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Based upon additional information received, the event was determined to be not reportable.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during cleaning and inspection, the tibial articular surface provisional was found to be chipped with missing pieces. No adverse events have been reported as a result of the malfunction.